Event description:
It is reported that during an orthopedic procedure on (B)(6) 2012, the battery casing fell off the small battery drive. There were no delays in the procedure that was reported and no additional information was provided at this time. This report is for an unk - trauma. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #2520274-2013-01833 . Placeholder.